Event description:
A healthcare worker experienced a painless white discoloration of the skin on the right thumb. The contact site was rinsed under water and the worker sought a medical evaluation. The symptoms resolved in one day. The cycle had completed on the load and the vaporizer plate was in place.